Manufacturer narrative:
Patient identifier has been added to this report.

Event description:
Medtronic received information that during the implant of this bioprosthetic tissue valve, after coming off bypass, severe intravalvular leak was noted at the non-coronary cusp, to the right of the etched post. A small commissure was noted. The echocardiogram revealed that one leaflet was not coapting and that the patient had high gradients. The patient was put back on bypass, the device was explanted, and a non-medtronic valve was successfully implanted with no adverse patient effects reported. Visual inspection of the explanted valve showed a "small" leaflet. It was reported that this patient had a history of 4-vessel bypass surgery. The device will be returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received in a clear solution in the original product jar in an explant kit. The valve was discolored, showing evidence of blood contact. Small needle holes in the sewing ring show placement of implantation sutures. All leaflets were in the closed position. All leaflets were flexible and intact. All commissures were intact. The hydrodynamic testing data showed the gradients were within the historical testing data. On the other hand, the regurgitations were slightly lower than the base line. High speed video footage at three varied cardiac outputs showed all three leaflets opened fully and closed completely in a synchronous manner. Conclusion: medtronic investigation is ongoing; a supplemental report will be filed once the investigation is closed. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported observation could not be confirmed through product analysis. Medtronic will continue to monitor field performance for similar events should they occur.